Event description:
It was reported the patient is unable to enter MRI mode due to impeded contacts on the leads. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the leads migrated. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction e1 - initial reporter. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.